Manufacturer narrative:
(B)(4).

Event description:
When patient removed her sensor on (B)(6)2023, she noticed that the sensor wire was broken and that 98% of the sensor wire was still in her skin. It was late at night, so she decided to go to emergency room (ER) the next morning ((B)(6)2023).

Event description:
It was reported that a broken sensor wire occurred. The sensor wire was inserted into the arm, which is off label usage of the device. When patient removed her sensor on (B)(6) 2023, she noticed that the sensor wire was broken and that 98% of the sensor wire was still in her skin. It was late at night, so she decided to go to emergency room (ER) the next morning ((B)(6) 2023). At the ER they made an x-ray from her arm but at first, they did not see the needle and no medication provided as well. They were about to discharge the patient when one of the ER doctor heard them and decided to check once more. This doctor requested an ultrasound and was able to see the needle. The patient received an injection with lidocaine to numb the arm, but after it was difficult to see something on the ultrasound and the patient was asked to come back the next day. On (B)(6) 2023, she went back to ER and another ultrasound was made and the needle was found again. The doctor decided to refer her to a surgeon and on (B)(6) 2023 the patient saw the surgeon, who prescribed antibiotic keflex capsules, the patient did not remember the dosage, for 10 days twice a day. On (B)(6) 2023 during a follow up checkup with the surgeon she would have gotten a vascular ultrasound, but the machine broke, and she would be called by the clinic when it was available again. Now the patient is doing fine and does not have an infection, but she can still feel the needle inside her which makes her afraid, and it is very tender to touch. The patient is still waiting for the surgical clinic to call her. Although the patient mentions the "needle" after initially reporting the sensor wire broke, the patient was referring to the sensor wire as the needle. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available. X-ray.

Manufacturer narrative:
(B)(4).